Event description:
Surgeon reports a sign I. M. Nail found bent on follow up and indicated if breakage occurs do exchange nail surgery. Implanted nail broke under full weight bearing and was replaced in surgery. Full weightbearing caused a shift at the fracture site and stress on the nail tip. No indication of product defect.